Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen became frozen during the load sequence. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, the touchscreen was able to be cleared and the load sequence was completed.